Manufacturer narrative:
Report confirmed. Evaluation determined that the tt12c tube was received with a t12mh25 tool lodged inside. It was identified that the bearing came apart is the distal bearing of the tube and all internal tube components for distal end of the tube were present except for the bearing balls. It was also noted that there was heat discoloration present on most of the shaft of the tool. The likely cause of failure is consistent with tool that was used in an inadequately cleaned telescoping tube. Bio-residue bakes to inner race and shaft at bearing distal to tube end. Once motion is restricted between shaft and inner race, excessive heat and loads are created both damaging bearing and tool. The device user manual warnings section includes instructions to properly clean all reusable devices prior to use. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the device came apart and ball bearings fell into the wound. No patient impact reported. There was 20 mins. Delay. On follow- up it was confirmed that 4 out of 6 ball bearings were removed from the patient and the procedure was completed with no further issue. It was also noted that the current status of the patient post-surgery is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.